Event description:
It was reported that the filter was tilted. A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2004 it was noted that the filter was tilted. No patient complications were reported.